Event description:
A baxter sales representative (bsr) communicated that a customer report was received involving a colleague triple channel pump. The facility representative was contacted and stated that a colleague infusion pump overinfused on (B)(6) 2011. This condition was found in the oncology department while infusing a chemotherapy drug. The overinfusion was found by the facility to be the result of miss-programming. The facility's biomed downloaded the event history and found a series of battery low alerts and battery depleted alarms. When the device stopped infusing, the device was reprogrammed at an incorrect rate. The original rates were: channel a: saline solution at 100 ml/hour, channel b: decadron (finished infusing before the device was stopped), and channel c: fluorouracil at 10.4 ml/24 hours. The re-programmed rates were: channel a: saline solution 10.4 ml/24 hours, channel b: not infusing, and channel c: fluorouracil at 100 ml/hour. The event was discovered at shift change when the nurse coming on checked the device for delivery rates. When discovered, the patient was given a bolus of saline solution and will be watched an additional three (3) or four (4) days. Currently, there has been no patient injury, but the facility is still watching the patient for signs of mucositis. The software version of this pump is currently not known.

Manufacturer narrative:
(B)(4). The device has been serviced two times prior to this event. The device has not been previously sent into service for the reported condition of "overinfused." The reported condition was not confirmed or duplicated in the product analysis laboratory (pal). All accuracy tests passed within specifications. The root cause was determined to be misprogramming- non-secondary set-up. The labeling review performed of the colleague operator's manual determined that the instructions provided are sufficient in informing the user to review the physician's order and labeling on the source container prior to starting an infusion. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. The pump will be forwarded to the repair shop. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.